Event description:
It was stated that the customer was hospitalized for high blood glucose levels, because she was using the wrong type of insulin in the insulin pump. No blood glucose reading was reported. The educator stated that the customer is now using the correct insulin. The educator also needed assistance changing the basal rates on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.